Event description:
Healthcare professional reported "implant defect", "during the operational revision, the suspicion of the left implant defect was confirmed" and "rupture". Later healthcare professional reported capsular contracture baker grade IV. This record is for left side. Device was explanted and replaced with another manufacturer¿s device. Device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "implant defect", "during the operational revision, the suspicion of the left implant defect was confirmed" and "rupture". Later healthcare professional reported capsular contracture baker grade IV. This record is for left side. Device was explanted and replaced with another manufacturer¿s device. Device will be returned.

Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.